Event description:
It was reported that the patient received inappropriate therapy due to the discriminator not detecting the rapid onset of the patients rate. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk file (B)(4) shows parity error count=1, addr=5b5b, data =00, on (B)(6) 2009.